Event description:
A technical manager reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. A piggyback lens was implanted and at the pt's last visit, the ucva was 20/25 and the pt reported seeing a shadow in her vision. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).